Event description:
It was reported an issue in the monitor. No patient injury was reported. Back-up device was not available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device sudden shut down of monitor during surgery. There was a significant delay grater than 30 minutes and no back up device was available, however no patient injury or other complications were reported.